Event description:
It was reported that the physician attempted post-dilatation using a fox plus percutaneous transluminal angioplasty (pta catheter) in a left external iliac artery. The fox plus was delivered and inflated at nominal pressure at the first inflation for 30 seconds. At the second inflation, it ruptured longitudinally at 10 atmospheres. No fragments remained in the patient. The balloon was changed to a fox plus 8.0x4.0 and the procedure was completed. Reportedly the physician commented, at the second inflation, he may have pressurized the indeflator at high pressure and it might have affected the balloon rupture. He doesn't suspect a quality problem. There was no patient injury. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received; however, the lot number was reported. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.